Event description:
It was reported that the pt could not hear since last sunday, (B)(6) 2012. External parts were checked and found to be functional. Measurements performed in situ showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.